Manufacturer narrative:
The device was not returned for evaluation. Evaluation of the corresponding treatment file showed that the device operated properly and did not malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a vesical rectal fistula from the trigone region of the bladder to the rectum three weeks post-procedure. The patient had no sequela during the first three weeks post-procedure. The treating physician referred the patient to a specialist.